Event description:
The patient was not pre-medicated as stent placement was not originally planned. The physician proceeded to successfully deploy a stent across the wide neck of an aneurysm located in the ophthalmic artery. Post stent deployment, angiography revealed a thrombus, and the physician successfully treated it by administering 10mg of reopro. The patient woke up without any neurological deficits and was discharged a day later.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication.addt'l MFR. Narrative:a device history record (DHR) review confirmed that the device met all material assembly and performance specifications. The device was implanted; therefore, is not available for evaluation. There is no indication that the reported event is related to product specification, nonconformance or misuse. Also, there is no indication that the subject device malfunctioned. Thrombosis is a known and anticipated complication of these types of procedures and is listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient was not pre-medicated as stent placement was not originally planned. The physician proceeded to successfully deploy a stent across the wide neck of an aneurysm located in the ophthalmic artery. Post stent deployment, angiography revealed a thrombus, and the physician successfully treated it by administering 10mg of reopro. The patient woke up without any neurological deficits and was discharged a day later.